Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a tul (transurethral lithotripsy) procedure using a ncircle tipless stone extractor, the basket was unable to be opened. The user was able to close the basket but was not able to open it afterward. Another same type device was used to complete the procedure. The device was not used on a patient, and there were no adverse effects reported due to the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. Cook was informed on 04/03/2020 of an incident involving a ncircle tipless stone extractor ntse-015115. The device reportedly was found to have a basket that would not open before use during a transurethral lithotripsy procedure on (B)(6) 2020. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing (pett) measured 2.8 cm in length. No kinks were noted in the basket sheath. Functional testing of the device noted the handle actuates the basket formation, although the basket does not open fully. The basket was disassembled. The basket formation could be manually actuated to the fully opened position. The handle was reset and reassembled. After which the handle actuated the basket formation to the fully opened position. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would close, but would not fully open. The basket did open, but not fully. No kinks were observed in the basket sheath. The handle was disassembled, and it was found the basket could be fully opened by manually moving the basket coil assembly to open and close the basket. The handle was then reassembled, and normal basket function was restored. It appeared the cannulated handle was not located correctly inside the handle to allow the basket to fully open. All devices are inspected multiple times to ensure that the basket opens and closes fully during manufacturing and quality control inspections. The cannulated handle may have moved between the time the device was inspected by the manufacturer and when tested by the user. The collet knob that holds the cannulated handle in place was found to be tight and secure on the returned device. The cause for the failure of the basket to fully open could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Initially it was reported, the user was able to close the basket but was not able to open it afterward. Additional information was received 06apr2020: it was reported, the basket was closed and inside the sheath, before the handle was touched and when they attempted to open the basket it would not open.